Manufacturer narrative:
Sorc checked the subject device for evaluation. It was found the ccd failure of the subject device which made no image. The subject device was returned to omsc and was checked for investigation. As a result of investigation, omsc checked and found the followings; it was duplicated the reported phenomenon. When the bending section was bent, the image became abnormality. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the investigation, omsc determined there was the possibility this phenomenon was attributed to destroying of the electrical parts of the ccd unit on the distal end of the subject device. There was possibility that the stress on the ccd electrical parts has accumulated and it has been destroyed. However it could not be determined whether it was caused by abnormal use, because there was no damage to the distal end of the subject device. In addition, no abnormalities were found in the assembly during manufacturing. Since this phenomenon was rare, it was considered to be an accidental failure. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the image of the subject device was disappeared when the subject device was angulated. The subject device had been returned from the user because it had the noise in the image when the subject device was angulated. The occurrence date of the event is unknown. There was no patient injury associated with this report.